Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator change for normal battery depletion (nbd), the pace/sense portion of this right ventricular (rv) defibrillation lead was surgically abandoned and replaced with a new brady lead due to oversensing. It was noted that the shock portion remained in service as well. No additional adverse patient effects were reported.